Event description:
High lead impedance was reported on a vns patient system. A surgery was performed: the insertion of the lead pin in the generator connector block was verified but the high impedance remained. A new generator was implanted but it did not resolve the issue. The lead is currently not replaced but will be replaced later. Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution.

Event description:
Further follow up indicated that the lead was replaced. The impedance value returned to the normal after the lead replacement. The explanted lead was discarded in the implanting facility after the surgery.